Event description:
It was reported that this pacemaker exhibited out of range low right ventricular (rv) lead pacing impedances, measuring below 200 ohms. Technical services (ts) reviewed the event and recommended to perform isometric exercises and pocket manipulations to evaluate the lead's integrity further. The rv lead is a non-boston scientific device. No adverse patient effects were reported. This pacemaker remains in service.